Event description:
Device malfunction: none. Symptoms/ae: thrombus within stent. Time of symptoms/ae: approximately 6 days after implant. It was reported that approximately six days after a herculink elite was implanted in a renal artery, the pt experienced sub-acute stent thrombosis. Three days later angioplasty was performed to the affected stent area. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The stent delivery system was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. (B)(4) (renal artery).